Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that no relevant nonconformances were associated with the sensor lot at the time of manufacture. On 13mar12026 (389 days from implant), the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell inside the fluid-filled reference measurement error range, thereby confirming that the sensor was performing as expected. As a result, the reported event was not confirmed. Based on the information provided, no further corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
On 24feb2026, the site emailed requesting a recalibration for their patient. The patient was reported to have symptoms of volume overload and to have been taking extra diuretics when bloated despite limited variability among pulmonary artery pressures and pressures that would not otherwise have indicated fluid overload. On 10mar2026, r&d reviewed patient data and did not suspect the data. Drift delta was 4.2 as of 03mar2026, and the delta indicated that the patient was within accuracy specifications. The site was notified of these finding. However, on 13mar2026 the physician proceeded with the right heart catheterization. On 27mar2026, the fluid filled limits of agreement (ffloa) determination was documented and the calibration was determined to be optimal. Results were within ffloa, and no further action was needed.